Manufacturer narrative:
The insulin pump alarmed with a motor error during the occlusion test. The device was also unable to prime during the prime test due to a faulty force sensor resistor (gold). No motor position encoder error alarm was found in the history file. The motor passed the motor test. The pump also had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the manual prime process. The patient's blood glucose at the time of incident was 97 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.